Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, a review of the black box showed evidence of multiple alarms. A 24-hour duration test was successfully completed with no call service alarms being duplicated. The pump¿s cover was removed, and no evidence of internal moisture or defects to the printed circuit board or internal components were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.